Event description:
It was reported that the home patient (hp) experienced an iipv (increased intraperitoneal volume) issue due to receiving a high drain volume alarm on the homechoice device, which occurred during use while performing peritoneal dialysis (pd) therapy. The patient?s pd nurse contacted a baxter technical service representative (tsr) to clarify the meaning of the alarm. The rn stated that there were no adverse symptoms reported by the hp. The tsr explained the alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the device history record and service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause was undetermined. Should additional information become available, a follow-up will be submitted.